Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, pc board failure. Not holding time/date, 3.3volts on battery. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, pc board failure. Not holding time/date, 3.3volts on battery. Dealer states that the joystick is cutting out goes to a blank screen. And the patient stated that if left alone for a while it will turn back on.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the joystick is cutting out goes to a blank screen. And the patient stated that if left alone for a while it will turn back on.